Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens remained in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the patient in the initial report description that the patient "does not want us to contact the ecp or surgeon at this time". Follow up attempts were made for additional information. Response from the patient, provided in the file- was that the patient had since consulted with optometrist and the optometrist insisted that the lens was in the correct spot. The optometrist instructed the patient to continue with dropper medication. Three weeks passed at the point of the follow up and the patient reported there was no improvement so far. The optometrist also suggested glasses, but according to the patient, could not find a lens that would correct. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having intraocular lens (iol) implantation surgery in the right eye, the vision was still fuzzy centrally. The near vision and peripheral vision was good, but consumer had trouble with central vision at distance. Consumer also had trouble with bright lights. Additional information was received. The vision was still not good. Consumer stated that the morning vision was not the best and consumer had somewhat blurry vision straight on, but if the consumer tilted the head, it was more clear through side vision. Consumer went to optometrist who insisted that the lens was in the correct spot. The optometrist suggested to use eye drops for one month. But there was no improvement. The optometrist also suggested some glasses, but could not find a lens that would correct it. The consumer also had awful glare in brightly lit areas, such as stores.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).